Manufacturer narrative:
During the investigation, no damages or defects were observed that would contribute to an infection at the infusion site. The cause of the reported infection could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site. The patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the device between 25 and 36 hours. An abscess formed at the insertion site (hip/buttocks). Symptoms reported include purulent discharge, redness, swelling and inflammation. A new pod was applied to treat the hyperglycemia. The patient was admitted to the hospital and was treated with local anesthetic, cleaning of wound, removal of puss and antibiotics; orally and intravenously. The patient was prescribed amoxicillin for further treatment and was discharged the following day.